Manufacturer narrative:
This report was submitted on (B)(4) 2014. However, it was later determined that no acknowledgements had been received, and that the report was apparently submitted during an outage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334vrg, implantable cardioverter defibrillator, 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to a lead integrity alert from the right ventricular (rv) lead. There were high short interval counts (sic), high impedance, and noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.